Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2009.according to the complainant, post-procedure, the patient experienced bleeding, vaginal scarring, recurrent urinary tract infections, dyspareunia, back pain, abdominal pain and pelvic pain.all other information is unknown and unavailable.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced bleeding, vaginal scarring, recurrent urinary tract infections, dyspareunia, back pain, abdominal pain and pelvic pain. All other information is unknown and unavailable.

Manufacturer narrative:
(B)(4).